Event description:
This report is to advise of a fracture that was noted during analysis.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Further investigation did reveal a kink in the catheter shaft. At the location of the kink in the catheter shaft a protrusion was noted in the catheter shaft material, resulting in fluid ingress. However, the fluid was noted to not migrate past the location of the protrusion. In addition, the braided wire mesh at the location of the catheter shaft protrusion was noted to be fractured and protruding from the catheter shaft material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed shaft protrusion and subsequent braided wire mesh protrusion remains unknown.